Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5098686. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The patient reported multiple skin reactions to the adhesive over a several month period. She experienced itching, and it left sores, scarring and skin discoloration when the patch was removed. There was no documentation of medical intervention. This is being reported due to the allegation of scarring. No additional patient or event information is available.